Event description:
The patient was injected in the nasolabial folds and prejowl sulcus. The patient allegedly developed about three weeks later, hardness, redness, itching, and swelling. The patient was treated with avelox (400mg) for about a week and claritin (5mg).

Manufacturer narrative:
No lot number was given at time of report. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).